Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. Additional information was received that the ipg was replaced to accommodate a lead addition. The explanted ipg was discarded by the medical facility and the patient was doing well upon follow-up.